Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds and impedance was variable when the patient was in different positions. The physician suspected damage to the lead, despite nothing evident on x-ray. Electrograms showed noise with positional manipulation. Oversensing was also observed on the lead. Pacing was inhibited on several occasions leading to syncope and presyncope due to complete heart block with no escape rhythm (asystole). A lead revision was performed. The entire body of the lead was explanted. However, the tip remains affixed to the rv as the physician elected not to dissect down any further. A new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.